Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Event description:
It was reported that there was possible early battery depletion. It was noted that the longevity seemed short for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.